Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. Additionally, a direct correlation between (B)(6), and the report of severe aortic insufficiency could not conclusively be established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.75¿ from the pump housing. The remaining distal end of the pump cable and the modular cable were not returned. Native tissue was returned adhered to the apical cuff and surrounded the sealed outflow cannula. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists the potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted due to severe aortic insufficiency. The device operated as intended.